Event description:
Biopsy revealed ¿presence of microcalcifications.¿ total capsulectomy performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d9 h3 h6 laboratory analysis summary the device related to the reported event of capsular contracture and calcification was received on april 23, 2025 with lot number 2976475. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: not observed. As per the investigation procedure, creases, an opening and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reporting capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.